Event description:
A customer contacted beckman coulter inc. (Bci) stating there was bloody diluent leaking from the rinse block of the coulter hmx autoloader instrument. The operator was wearing a lab coat, gloves and eye protection at the time of occurrence. There was no exposure to open wounds or mucous membranes and no medical attention was not sought. No patient results were affected.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and observed fluid leaking from probe wash but no blood in diluent. Fse performed rinse block alignment, ran samples and found no issues.